Event description:
On august 19, 2008 the lay-user's/patient's wife contacted lifescan (lfs) alleging an "inaccuracy" with the one touch ultra meter. The medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The mas mailed a letter to the pt on august 22, 2008. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The patient's wife stated that the inaccuracy with the subject meter began long time ago in the morning (unknown date and time). The pt reportedly obtained readings of "260 mg/dl and 110 mg/dl" on the subject meter during that time. The reported readings however did not match with the readings in the subject meter's memory. The actual readings obtained from the subject meter's memory were reportedly "140, 146, 137 and 128 mg/dl." It was found out that these actual readings were "every other day readings" and no back-to-back tests were done. The patient's wife was not able to answer if any actions were taken due to the reported issue. At an unspecified time, after the reported issue. The pt reportedly experienced symptoms of "excessive sweatiness." The pt reportedly did not receive/require any medical treatment for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the cca noted that the pt was obtaining blood samples from fingers. The patient's testing technique and cleaning the puncture area when reviewed was found to be correct. The meter was set to the correct unit of measurement. Replacement products were sent to the pt. Because the reported inaccurate erratic was anecdotal, there is no evidence that the subject meter malfunctioned. However, this complaint is being reported because the patient's wife alleged that the pt experienced symptoms suggestive hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.